Manufacturer narrative:
Date of submission 11/07/2017 the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The pump was powered on and the display was blank. The keypad button response was not able to be tested due to the unrelated blank display issue. The keypad was removed and no contamination was found under the button contacts. The pump was opened and moisture was found on observed on all internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the ok button and up and down arrow buttons on the keypad were under responsive to user presses and there was moisture behind the display and in the cartridge compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.